Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0824 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported staff member unable to aspirate PICC line. Could flush line and discussed with the band6 who agreed line could be used for chemo infusion and plan made to alteplase the line in the week. PICC line was a secura cath placed at another hospital and had not migrated out at all. Infusion started and after 36.7mls stopped as patient complaining of pain. Details of injury (to patient, carer or healthcare professional): r arm around and above PICC extremely swollen and tight. Extravasation policy followed. S/b plastic surgery team. PICC line removed and flushed and discovered 2 holes in line confirming a likely extravasation.